Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed when nurses tried to access the refrigerator for medication. A field service engineer replaced the controller board and configured in application to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager not communicating and had a drawer failure. The customer stated that there was a delay to patient care but they were able to remove the medication from the pharmacy. There were no adverse events or injuries reported based on this incident.